Event description:
The consumer stated that her daughter contracted toxic shock syndrome after tampon usage. She inserted a tampon on (B)(6) 2014 and removed two days later after forgetting to remove. On (B)(6) 2014 she became dizzy while showering and experienced vomiting, fever, sunburn-like rash and a persistent headache. She visited a physician and was later told to visit the emergency room. She was prescribed penicillin and released with no diagnosis. The following day the consumer's daughter experienced a deep red rash, a red tongue with white blisters, joint pain, swelling and a temperature of 104 degrees. She visited a different emergency department and was diagnosed with toxic shock syndrome. She was later hospitalized in ICU for 3 days and prescribed vancomycin, clindamycin and dopamine. She has experienced headaches since release from the hospital.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.